Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a flail, and a prolapsed posterior. An xtw clip was inserted and both leaflets were able to be grasped. However, while removing the lock line (ll), it got stuck. Troubleshooting was performed, but the ll was still unable to be removed. The physician decided to use a snare as a precaution when removing the clip. The clip was unable to pass through the tip of the steerable guide catheter (sgc). Therefore, the clip was brought to the femoral region and a surgical procedure was performed to removed the clip. The sgc was prepped again to be inserted on the left side of the patient. Upon inserting the dilator during preparation, a loss of fluid column occurred. Therefore, the sgc was replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the observed lock line jam and observed broken lock line are cascading events of the lock line knot. A cause for the observed lock line knot could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design, or labeling.